Manufacturer narrative:
The insulin pump alarmed motor error alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify a33 alarm due to motor error alarm. The insulin pump was received with normal operating currents and passed a21 error test and self-test. The motor passed motor test. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was dropped on bathroom floor. Customer states drive support cap appeared normal. Customer's blood glucose was 144 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.